Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: reporter is a j&j employee. Part # 03.503.203. Synthes lot # us99685. Supplier lot # us99685. Release to warehouse date # 12 dec 2008. Supplier # orchid unique. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the distal tip of the matrixmdf scrdrvr bld hex cpl/s-retn/96 was stripped. The most likely cause is cumulative wear from over 15 years of use. A dimensional inspection for the matrixmdf scrdrvr bld hex cpl/s-retn/96 was unable to be performed due to post manufacturing damage. A functional test was was unable to be performed due to mating device (screw) was not received. The complaint condition not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed stripped condition of matrixmdf scrdrvr bld hex cpl/s-retn/96 would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the midface blades were not retaining screws. There were no patient consequences. No further information is available. This report involves one matrixmidface screwdriver bld hex coupling/self-retain/96mm. This is report 2 of 2 for (B)(4).